Event description:
A (B)(6) male pt contacted zoll customer support to report constant check te pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon eval, there was an open wire in the cable connecting the distribution node (dn) and ECG electrodes a and b. In addition, there was a short in the trunk cable. The cause of the te pad messages is the open wire in the dn to ECG electrode a and b wire and the short in the trunk cable. The root cause of the open and shorted wires cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.